Manufacturer narrative:
A field service engineer (fse) was dispatched on (b))(4) 2010 for this event. The fse performed a system check; both passed within instrument specifications. The fse performed qc; no issues were noted. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event with the data provided by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive beta - human chorionic gonadotropin (bhcg) result for one patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing produced lower results in different gestational categories. The erroneously high bhcg result was reported outside the laboratory, causing the patient's CT scan to be delayed.